Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 40 mg/dl which was treated with food. Blood glucose level at the time of the call was 147 mg/dl. Troubleshooting was completed and insulin pump did not show any malfunction. Customer stated they were unsure if programming was accurate. The insulin pump was not replaced or returned for analysis.